Event description:
On mar 18, 2010, the lay-user / pt contacted lifescan alleging that a one touch ultra meter read inaccurately high. The pt tests her blood glucose 6-7 times a day. The pt manages her diabetes with metformin, and humalog and levemir insulin. The pt adjusts the humalog insulin based on her meter readings and via carbohydrate counting. The pt indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the afternoon. The pt claimed that she obtained a meter reading of "202 mg/dl" before lunchtime. Based on the meter reading, the pt took 10 units of humalog insulin and proceeded to eat lunch. At 1:30 pm that same day, the pt tested herself again and reportedly got a result of "203 mg/dl". She had expected her blood glucose to be lower since she had taken insulin prior to eating lunch. Based on the meter reading, the pt took another 5 units of humalog insulin and then took a nap. By 3:00 pm, the pt claimed that she developed symptoms of shivering, sweating, and feeling woozy. The pt stated that she retested her blood glucose at that point and got a result of "286 mg/dl". At that point, the pt went back to bed. During that time, the pt believes she passed out from low blood glucose. At 4:00 pm, the pt reportedly woke up but was shaky and still sweating. The pt tested her blood glucose again and claimed that she got another inaccurate high result of "137 mg/dl" compared to how she felt. The pt administered self-treatment by eating food which helped her feel better but would still be shivering. For a five day period, the pt claimed that she felt woozy and shaky but the meter kept giving high results of over "200 mg/dl". The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading. The pt's reported lfs meter readings also did not correlate with her symptoms during the time of concern.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.